Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The regulator base was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the caster was separated from the base base of the unit. The unit did not tip or fall and there was no patient involvement.